Manufacturer narrative:
The sample was not available for investigation. The hcv antibody was not confirmed with a western blot method. The investigation did not identify a product problem. The cause of the event could not be determined. This event occurred in (B)(6).

Event description:
The initial reporter received a negative elecsys anti-hcv ii immunoassay result for one patient with the cobas e 411 immunoassay analyzer serial number 18r6-03. The initial result from the e411 analyzer was 0.056 coi (negative). The sample was repeated two more times on the e411 analyzer with results of 0.055 coi (negative) and 0.058 coi (negative). The sample was tested the same day on a mini vidas analyzer with a result of 3.99 coi (positive). The sample was tested on (B)(6) 2021 on an abbott liaison analyzer with a result of 5.4 s/co (reactive/positive). The negative result was not reported outside the laboratory.